Event description:
It was reported that the patient was treated with the fybbl on the hands on (B)(6) 2023. On (B)(6) 2023, the patient came into the office and both hands had blisters and areas of open skin.

Manufacturer narrative:
3/7/23: sciton rn left a voice mail for (B)(6) requesting information regarding the reported adverse event. 3/8/23: sciton rn spoke with danielle regarding the patient treated with the fybbl on the hands. It was reported by danielle that: (a) the patient was a skin 3-4. (B) the patient denied any sun exposure within the last 4 weeks. (C) the patient was treated as a skin type 4 with the 590nm 6j/cm2, 30ms, 15c (x2 passes). (D) then, the provider treated for diffuse pigmentation with the 15x15mm at 10j/cm2, 15ms, 15 deg c. (E) the patient tolerated the procedure and did not experience any lingering heat. (F) danielle stated that the machine displayed an error stating "low coolant," therefore, she took the handpiece off and reattached it. The error message went away and the provider was able to continue with treatment. (G) the patient came in on 3/5/23 and had open areas of skin tissue and blisters. The patient was instructed to apply aquaphor and bacitracin to the hands. On 3/7/23 the patient was still experiencing concerns, therefore, he went to urgent care. Urgent care instructed to apply aquaphor, utilize bacitracin, and keep the area covered. Sciton rn asked (B)(6) for pictures of the client's hands, however, no photos were provided. (B)(6) 2023: service is scheduled for (B)(6) 2023. 3/10/23: sciton rn left a vm for (B)(6) regarding the patient. 3/13/23: sciton rn spoke with (B)(6). Asked (B)(6) to see if she could send photos, however, she indicated that she had to check with her manager. It was reported that the clinic has not checked the patient but will be checking the patient this week. It was reported that their protocol is to check the client every week with a phone call. (B)(6) stated that if the patient has not been called by thursday (03/16/2023), then she would reach out. Told her to reach out if she needed any assistance in the interim. (B)(6) stated that the machine was leaking water. (B)(6) emailed sciton fse to plan a service visit. 3/23/23: sciton rn spoke with (B)(6) and she stated that she was going to check back in with the patient today. It was reported that the patient had stated that he received a rx from urgent care, however, he was unaware of the name and would get back to them. The patient also stated that he was going to visit a dermatologist to get further recommendations for care. Danielle stated that service came in and that there was a problem with the drainage tank but everything was resolved. I asked (B)(6) if she had checked in with her manager regarding photos and she stated that the manager did not give their approval. 04/06/23: sciton called (B)(6) to inquire status of patient. Left voice message to return the call.